Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to corroded keypad traces. No unexpected weak signal alarm noted during testing. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the buttons were unresponsive on the insulin pump. Customer also reported repeated weak signal alarms on the insulin pump. The customer's blood glucose was 183 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.